Event description:
Reporter noted several error messages occurred during set up, as surgeon was opening the conjunctiva. Unable to clear, case was aborted. Good prognosis reported, but felt this could have caused an injury if it occurred during surgery.